Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced weak battery, battery out limit, blank display, damage and high readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a bolus. The customer's current blood glucose was 155 mg/dl. The customer stated that he put in a new battery and the pump shut off. The customer mentioned small scratches on the screen and battery compartment. The product was returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip. No corroded battery threads/battery tube noted.